Manufacturer narrative:
Event description updated and product investigation and investigation result and conclusion codes changed.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) pressure regulating balloon (prb) removed and replaced in order to reposition the balloon. The aus prb was explanted and a new 61-70 cm prb was implanted. It was reported that the patient is not doing fine. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient will have his artificial urinary sphincter (aus) pressure regulating balloon (prb) removed and replaced. The aus prb was explanted and a new 61-70 cm prb was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.